Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) atrial and ventricular connectors are broken as well as the reas case. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) atrial and ventricular connectors and case were broken. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.